Event description:
Was implanted last wed, (B)(6)2012. Friday around 11 pm pt presented to the emergency room with heavy beats, sounded like pacemaker syndrome. Rep went in and found intermittent loc on the atrial lead. Some capture at high outputs, but diaphragmatic stim also. Caller saw the pt about 4pm saturday, found intermittent atrial capture. Dr. (B)(6) made a decision to watch the pt and check again sunday. Caller went back on sunday and found total loc even at max outputs. Atrial lead was revised sunday afternoon. System was checked just now and everything is fine. Atrial threshold at 0.5v, 2.2mv pwaves and 350 ohms impedance. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).